Event description:
The customer reported via phone call that she was hospitalized on (B)(6) 2015 due to high blood glucose levels. The customer had also received the no delivery alarm on the insulin pump. The customer expressed being unable to breath, throwing up and rapid breathing related to her high blood glucose. The customer confirmed that there were no significant events leading to the hospitalization. The customer stated that the causes of the hospitalization were diabetic ketoacidosis, acute kidney failure, elevated calcium and type I diabetes. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.